Event description:
Npb received info that an als diagnosed individual died at home when pt exceeded their unsupported pulmonary reserve which was reported as being 15 minutes in duration, while their spouse was unable to clear an error 9 while attemping to restart the ks330 bi level device after having unplugged or dislodged the ac power cord. It is unk if emergency medical service (911) was called.